Event description:
It was reported that the patient was admitted into the hospital due to recurrent dislocation. On (B)(6) of 2010, an open reduction and revision surgery were performed due to a constrained liner. Therefore, the constrained liner was removed. The doctor decided to remove the acetabular shell as well, even though it was well fixed. Postoperatively, the patient was in stable condition.